Manufacturer narrative:
This supplemental report is being filed to include a new code added to h6. Patient code 3191 captures the surgical intervention.

Event description:
It was reported that during a generator change for normal battery depletion, this right ventricular (rv) lead was surgically abandoned and replaced due to observations of high pacing impedances. No additional adverse patient effects were reported. Additional information was received that this lead was surgically abandoned due to high out of range shock lead impedances measuring greater than 125 ohms.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a generator change for normal battery depletion, this right ventricular (rv) lead was surgically abandoned and replaced due to observations of high pacing impedances. No additional adverse patient effects were reported.